Event description:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the alleged post-deployment complication. The exact root cause was unable to be determined. The likely cause could have been not maintaining enough tension on the suture while device withdrawal or over tamping leading to anchor deformation in the vessel. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that there were no problems with the puncture afc, 6f sheath, after the procedure an angio of the afc was performed. There was no calcification, and the angio-seal implantation was performed without problems. There were no other equipment or devices used with the reported product. After a few hours, the patient has a cold leg. Angiography of the afc showed high-grade stenosis of the afc in the area of the angio-seal anchor. Treatment with rotational thrombectomy. The patient was stable and there was no harm to the patient. Additional information was received on 06 feb 2023: the procedure performed was a coronoarangiographie. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The insertion site was a right puncture. There was no blood loss. The procedure was completed successfully.

Manufacturer narrative:
Explanted date: unknown if the device was explanted. Health professional: requested, not provided. Occupation: requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.